Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Please refer to the instructions for use for recommendations on system powers up and controller is unresponsive. Turn the controller off and then on again and check for proper operation. If the problem persists, return the system for service. A relationship, if any, between the subject device and the reported event could not be determined. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy, the werewolf was powering on, with the initial werewolf screen. Then it was not progressing to the next screen, after 30 second the unit alarmed. No significant delay reported, but there was a change in the technique planned. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed a scratched lid. Functional evaluation revealed the unit powers on to initial werewolf splash screen but does not progress past it. After about 30 seconds an alarm tone is heard. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Please refer to the instructions for use for recommendations on system powers up and controller is unresponsive. Turn the controller off and then on again and check for proper operation. If the problem persists, return the system for service. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.